Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed a high, out of range shock impedance measurement. The device was reported to have been beeping. The local boston scientific field representative reprogrammed the device to not beep unless a shock impedance measurement of greater than 150 ohms was reached. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.